Event description:
It was reported by the facility kinesiologist that one of the short straps of the repositioning sling broke while lifting a pt with a ceiling lift. The pt was not fully lifted when this occurred. The pt did drop a bit and was jolted. No injuries were reported.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR bhm medical, inc. Initial reporter took their own pictures and forwarded to representatives from the MFR's sales and service unit subsidiary division. The MFR is waiting for the return of the sling in order to perform further inspection. Add'l info will be provided following the conclusion of the MFR's investigation.